Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's ipg flipped resulting to the inability to charge. The patient underwent a revision procedure wherein the battery was replaced. The patient was reportedly doing well postoperatively. No device malfunction was suspected.